Manufacturer narrative:
Evaluation confirmed the customer's complaint. DHR review revealed nothing relevant to this event. This device (ar-1255) passed a 5lb pull test as part of the inspection procedure. The condition observed will typically occur if excessive force is applied while pulling on wire. Event attributed to misuse.

Event description:
A piece of the wire loop was torn off and could not be retrieved from patient. No further details were provided by customer. This device is used for treatment.